Event description:
I have not been to the doctor since I received the essure procedure in (B)(6) of 2012. For the left side ref ess305, lot 927075, right side (because the original one would not go in properly) ref ess305-r1, lot 124755788. The whole procedure was horrible, painful, I experienced a lot of constant bleeding for three months after the procedure was done. My periods have gotten extremely heavier, and very painful almost rendering me incapable of moving and last about 3 days longer than normal with a constant and heavy flow. I am experiencing major lower pack pain that shoots down my spine and into my hips. It is a chronic pain that worsens the longer I stand. I work standing 8 to 10.5 hours a day, so it has been making work very difficult to complete and my attendance has taken at toll due to the pain I've been in. Also, incapacitating migraines are frequent and major hair loss. It falls out in hand fulls at times. It's been a horrible experience, and that was recommended by my gynecologist and I regret it everyday.